Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of (250 mg/dl) last night. The customer took a bolus via the pump to stabilize bg level. The customer was not sure on what caused elevated bg level. In addition, during the call with tandem technical support (cts) the customer noted small air bubbles in the tubing. The customer state bg level was impacted (250 mg/dl) the customer took a bolus to stabilize bg level. Troubleshooting with cts was performed. The customer was able to expel air bubbles by performing a fill tubing and resume insulin delivery.